Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/16/2024, it was reported via email that a patient had a procedure about a year ago to fix a broken wrist and was inquiring about the metal implant. The patient noted that there was nothing wrong with the product itself, but rather, the patient is experiencing pain and discomfort and was advised by another healthcare professional that it could be from the implant. Additional information provided on 8/22/2024: the patient underwent surgery on (B)(6) 2023. The patient is experiencing pain, tension, and limited mobility. After the procedure, the patient reports that the pain and discomfort never stopped and has decreased in strength. The patient also reported that there's a gap between the metal and the bone, however, the surgeon who performed the surgery has confirmed the gap is normal. The patient sought out the opinion of three other healthcare professionals who informed the patient that the gap was unacceptable and the main cause of the symptoms.